Event description:
During the dressing change, the nurse noticed the catheter was broken. There was no pt harm.

Manufacturer narrative:
Conclusions - a root cause analysis could not be determined as the sample was not available for the investigation. The device history was reviewed for the reported lot number and no irregularities were noted during the lot's manufacture. (B) (4)